Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Yes. There was weak whistling sound. If so, did the noise prevent insufflation? Yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Surgeon said, it affected decreasing space. What was the gas consumption rate or volume (liter/minute)? The gas level dropped by max 5. Were you able to identify where the leak was coming from? Pa said, when they touched universal seal with finger, leak was stopped, I think leak came from seal. Was a device inserted in the trocar during the leaking? Yes. If so, what device? 5mm instrument. Echelon flex. Was any torque being applied to the trocar or device? It could be happened kind of spinning instrument while operation to make angle or positioning. The analysis results found that the device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that the device (b) was returned in good condition and in its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b additional information: batch # h92l7v, expiration date: 11/2016, manufacturing date: 12/2011.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during a laparoscopic colorectal procedure, the trocars had a co2 gas leakage. Procedure was completed with the same like device. There was no adverse patient consequence.